Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device noted that the clip assembly and the yoke were not returned attached to the control wire, indicating the device was fully deployed. A dimensional examination was performed to further analyze the deployment issue, and the control wire's length was within specification. A dimensional analysis was also performed on the braided shaft and it was confirmed to be within specification. Further analysis was performed on the flattened-crimp sleeve of the device, and it was confirmed to be within specification. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.